Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device component involved in the event: model#: sc-1110 serial #: (B)(4) description: precision implantable pulse generator (ipg)

Event description:
A report was received that the patient's ipg was initially for a revision for an unknown reason. During the procedure, the physician upon opening the pocket site noticed that it appeared the lead tail had shredded or had come uncoiled. An impedance check revealed there were several contacts that were out. The physician decided to leave the lead as is and the ipg was replaced to see if there will be stimulation but postoperatively, the patient did not feel any stimulation. The physician suspected device malfunction with the lead. The patient was referred to another physician for a possible lead revision.

Manufacturer narrative:
Additional information was received that the reason for the ipg replacement procedure was that the patient could not get the battery to charged or come out of hibernation. The physician did not suspect device malfunction with the ipg.

Event description:
A report was received that the patient's ipg was initially for a revision for an unknown reason. During the procedure, the physician upon opening the pocket site noticed that it appeared the lead tail had shredded or had come uncoiled. An impedance check revealed there were several contacts that were out. The physician decided to leave the lead as is and the ipg was replaced to see if there will be stimulation but postoperatively, the patient did not feel any stimulation. The physician suspected device malfunction with the lead. The patient was referred to another physician for a possible lead revision.

Manufacturer narrative:
Additional information was received that the patient's procedure was cancelled due to abnormal laboratory results. No further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg was initially for a revision for an unknown reason. During the procedure, the physician upon opening the pocket site noticed that it appeared the lead tail had shredded or had come uncoiled. An impedance check revealed there were several contacts that were out. The physician decided to leave the lead as is and the ipg was replaced to see if there will be stimulation but postoperatively, the patient did not feel any stimulation. The physician suspected device malfunction with the lead. The patient was referred to another physician for a possible lead revision.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg was initially for a revision for an unknown reason. During the procedure, the physician upon opening the pocket site noticed that it appeared the lead tail had shredded or had come uncoiled. An impedance check revealed there were several contacts that were out. The physician decided to leave the lead as is and the ipg was replaced to see if there will be stimulation but postoperatively, the patient did not feel any stimulation. The physician suspected device malfunction with the lead. The patient was referred to another physician for a possible lead revision.

Manufacturer narrative:
Additional information was received that the patient will undergo revision procedure.

Event description:
A report was received that the patient's ipg was initially for a revision for an unknown reason. During the procedure, the physician upon opening the pocket site noticed that it appeared the lead tail had shredded or had come uncoiled. An impedance check revealed there were several contacts that were out. The physician decided to leave the lead as is and the ipg was replaced to see if there will be stimulation but postoperatively, the patient did not feel any stimulation. The physician suspected device malfunction with the lead. The patient was referred to another physician for a possible lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads was replaced and ipg was replaced per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient's ipg was initially for a revision for an unknown reason. During the procedure, the physician upon opening the pocket site noticed that it appeared the lead tail had shredded or had come uncoiled. An impedance check revealed there were several contacts that were out. The physician decided to leave the lead as is and the ipg was replaced to see if there will be stimulation but postoperatively, the patient did not feel any stimulation. The physician suspected device malfunction with the lead. The patient was referred to another physician for a possible lead revision.